Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: confirmed the up, ok, down and contrast keys are intermittently responsive. Removed the keypad cover; contamination was found under the up, down, ok and contrast key contacts. The audio bolus button cover was observed to be missing. Unable to test audio bolus button due to missing cover. Unrelated to this complaint, he display screen has a pinkish contrast. Removed the pump cover and replaced pink display with new test display. The test display has normal contrast and no symptoms of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the buttons, particularly the ok button, required multiple hard presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.